Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet and perceived that the device had stopped dosing; the user disconnected from the ilet and administered subcutaneous insulin injection, then later reconnected after supply change and follow-up training. Symptoms included elevated blood glucose up to 440 mg/dl over several hours without ketone testing or medical intervention. Outcomes included temporary interruption of automated insulin delivery with user-initiated corrective action and subsequent education. Investigation included troubleshooting and user education on supply change and reconnection of the device while in bg (blood glucose) mode. Investigation of this case revealed: user difficulty recognizing why their device had stopped working was due to the need to change the sensor, and difficulty understanding the need to enter manual bg values. Investigation of this case revealed no device alarms reported and no confirmed device malfunction based on available information. The ilet had entered bg mode and required manual bg readings and entries until the sensor change was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.